Event description:
It was reported, upon opening, implanting circulator noticed that the nail's sterile wrapping was damaged and already open. Loaner product looked like it had not been opened before but the outer box looked handled. Therefore the surgeon had to decide whether to wait to sterilize the item but decided to use a shorter nail.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.